Event description:
It was reported the patient experienced "a blackout" while driving due to inhibition of pacing caused by noise on the lead. The patient alert was triggered. Lead replacement is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.